Event description:
It was reported that the zimmer skin graft mesher was causing the skin to jam and was ruining the graft. Further information on 09/09/2009 states that, although the graft was jamming the graft was usable. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and it was determined that the comb was damaged and the calibration was out of specification. The comb was replaced and the device was repaired and re-calibrated according to procedure and returned to the customer. A review of service records indicate that the device was purchased in 2006 and has never been returned to the manufacturer for repair or preventative maintenance. The zimmer skin graft mesher instruction manual states that "the zimmer skin graft mesher should be returned every 12 months for inspection and preventative maintenance."